Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The door was adjusted and the switch was replaced to resolved the issue. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: product ID: bi71000166, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the gantry was unable to close.